Event description:
Implant loss, no thread tap used, primary stability was achieved, implant achieved osseointegration, implant wasn't completely covered by bone, peri-implantitis, swelling, fistula, abscess, inflammation. Due to pus and bone loss, implant has been removed prophylactic.